Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during the night following an implant procedure, the patient experienced asystole due to loss of right ventricular lead pacing. Extrastimuli affecting the device and lead led to pacing inhibition. The device and lead were explanted and replaced, but the same oversensing problem affected the new device and new lead. The device was reprogrammed, the attending physician will be consulted, and the device and lead remain in use. No further patient complications have been reported as a result of this event.